Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042037.

Event description:
A patient enrolled in a clinical study reported experiencing pain and loss of range of motion approximately 4 months post-implantation. No revision procedure has been reported to date.